Event description:
The contact stated that one evening, the customer's blood glucose fell to 70 mg/dl. He ate something in an attempt to raise his glucose level. Sometime later, he fell out of his chair and suffered a seizure. Paramedics were called. They tested the customer's blood glucose at 27 mg/dl with their meter and treated him with 2 vials of glucose. After treatment, the paramedics retested the customer's glucose and received a reading around 100 mg/dl. The customer's glucose was also tested using the customer's meter, and the reading was between 20-30 mg/dl. The difference between the readings falls in the "d" zone of the parkes error grid, making the difference clinically significant. The contact did not have any test strips left that gave the lower readings. The meter will be returned, and a replacement meter will be sent.